Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.

Event description:
It was reported that customer experienced cgm error and changing sensor did not resolve issue, and customer initially had difficulty reaching support. There was no reported impact to the customer¿s blood glucose level. Customer contacted support field team, received complete pump reset instructions, performed pump reset with guidance, cgm error did not reappear, and customer successfully started new sensor session.